Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported that the catheter was inserted on (B)(6) 2015, and on (B)(6) 2015 the patient got a fever because the long indwelling time brought about exogenous infection. As a result, the doctor removed the catheter and the patient's body temperature returned to normal. There was no delay in treatment. No death or additional complications were reported.